Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had blank display. The customer's mother also reported that they experienced high blood glucose of 600 mg/dl and low blood glucose of 67 mg/dl. The customer's mother stated that the insulin pump was not blank at the time of call. The customer's blood glucose was 69 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they treated the low blood glucose with food. The customer's mother stated that the drive support cap appeared normal. The customer's mother performed troubleshooting and did not find setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.